Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Event description:
Discordant advia 1650 calcium ca 2 results were obtained and reported on 16 samples. The results were questioned by the physicians. The samples were repeated on a different advia 1650. Corrected reports were issued. There are no reports of pt intervention or adverse health consequences due to the discordance advia 1650 ca_2 results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. The fse inspected the instrument and the data, and replaced the mixer rod#1, the reagent 1 pump and valves and the r1 probe. The instrument is performing within specs. No further eval of the device is required.